Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for a treatment of the right coronary artery. After treatment, a perforation was observed. A covered stent was unable to be delivered to the perforation site. The patient was taken for an emergency surgery. The patient's status was improved after the surgery. The patient was hospitalized and discharged. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).